Manufacturer narrative:
A.1-a.5) patient information was included in the study. A.2. This value is the mean age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. A.4. The patient's weight was not provided. B.3. Please note that this date is based off of the date the medtronic was notified as the event dates were not provided in the study. D.4. The system serial number was not provided in the journal article. H.3. No evaluation was performed as the event was reported as a literature article. H.4. Device manufacturing date was unavailable. H.6. Multiple patient codes were applied. Below listed what each correlates to. E2115 - wound infection e2401 - implant related complication & adjacent segment pathology e0144 - dural tear this article has not been digitally shared as it is the preliminary results of a study, and was considered confidential by the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Twenty six patients underwent a spinal procedure to address scoliosis and/or kyphosis of more than four segments. It was noted that twenty eight screws were breached less than two millimeters(grade b), nine screws breached two to four millimeters(grade c), two screws breached four to six millimeters(grade d), and two screws breached greater than six millimeters(grade e). Thirteen screws were considered clinically significant. In regards to patients, fifteen patients had a grade b breach, nine patients had a grade c to e breach, and three patients had a grade d to e breach. Six patients experienced a wound infection, one patient had an implant related complication, and one patient had an adjacent segment pathology. There were three patients with dural tears, which were repaired during the initial surgery. There were nine patients that required a revision surgery. One was screw related issue, one was due to an implant failure, six were due to infection related complications, and one was due to the adjacent segment.